Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing showed that the device was not functioning. A decision to explant the patient's device is being evaluated.